Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: / serial #: (B)(6) no, device evaluation anticipated, but not yet begun. Patient ime code(s): e0139 imf code(s): f11 img code(s): g04035 FDA device code(s): a1203, a0708 FDA method code(s): b21 FDA results code(s): c21 FDA conclusion code(s): d16 heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2023 / serial #: (B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun mfg date: 27-jan-2022 patient ime code(s): e0139 imf code(s): f11 img code(s): g02002 FDA device code(s): a0705 FDA method code(s): b21 FDA results code(s): c21 FDA conclusion code(s): d16 heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2023 / serial #: (B)(6) UDI #: (B)(4) no, device evaluation anticipated, but not yet begun mfg date: 27-jan-2022 patient ime code(s): e0139 imf code(s): f11 img code(s): g02002 FDA device code(s): a0705 FDA method code(s): b21 FDA results code(s): c21 FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was conscious with "cognitive decline" and was not responding to questions. Logfile review showed that the vad was off on two successive days for twenty seven and forty five minutes. It was suspected that the patient double disconnected the power sources from the controller, which was denied by the patient. It was also reported that the controller exhibited an unexpected loss of power and that the batteries did not provide power. It was further reported that the vad exhibited low flows and the driveline had a tear. A computerized tomography (CT) scan is scheduled and the vad, controller,and batteries remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Outcome attributed to adverse event - b5.desc evt problem - h1. Type of reportable event - h6 imf (annex f) health impact - h10. Addt manufacturer for MDR (associated products imf code) additional products: (B)(6) ¿ controller 2.0 h6: imf code(s): f08, f12 (B)(6) ¿ battery h6: imf code(s): f08, f12 (B)(6) ¿ battery h6: imf code(s): f08, f12 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no repair had been done or been scheduled for the driveline tear. The patient was hospitalized and no intervention was required. The patient no longer had any cognitive issues and was discharged.

Manufacturer narrative:
Serial (B)(6) : yes serial bat (B)(6) d9:yes returned:14-aug-2023 h3:yes serial bat (B)(6) d9:yes returned:14-aug-2023 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the ¿(B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. There was no evidence that (B)(6) had previously been serviced. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. An internal inspection did not reveal any abnormalities. As a result, the reported "batteries did not provide power" event could not be confirmed. Log file analysis revealed a controller power-up event logged on 07/apr/2023 at 13:34:57; prior to the power up event, the controller last had power on (B)(6) 2022 at 14:32:15, indicating that the controller was put into use following a controller exchange. A vad disconnect alarm was then logged at 13:35:05, likely due to the controller being powered on without the driveline connected. Log file analysis revealed that after the controller power up event, the controller was then programmed with an incorrect date/time. The d ate/time on the controller was manually set as on (B)(6) 2011 at 00:35:44 after (B)(6)2023 at 13:48:27. Two (2) controller power-ups with associated motor start events were later logged with an incorrect date/time, indicating losses of power to the controller. The controller power-up events were logged on 20/jan/2011 at 20:18:44 and on 21/jan/2011 at 04:38:21. The data point prior to the first loss of power revealed that no power source was connected to power port one (1) and bat (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the first loss of power revealed that bat (B)(6) was connected to power port one (1) and bat (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that bat (B)(6) was connected to power port one (1) with 34% relative state of charge (rsoc) and bat (B)(6) was connected to power port two (2) with 85% rsoc. The data point recorded after the second loss of power revealed that bat (B)(6) was connected to power port one (1) and bat (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the controller power up events. The controller was without power for 27 minutes 10 seconds and 44 minutes 37 seconds, respectively. Additionally, analysis of the alarm log file revealed two (2) low flow alarms logged with an incorrect date/time. (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported losses of power and low flows events were confirmed. The reported driveline tear event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the driveline tear event may be attributed to multiple factors including but not limited to design issues and/or exposure to uv light. Based on the available information, a possible root cause of the losses of power to the controller can be attributed, but not limited to a disconnection of both power sources. CAPA (B)(4) is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Information provided by the site indicated that the ventricular assist device (vad) patient experienced cognitive decline. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological disfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device return. Additional products: d4: serial or lot#: (B)(6) d9:yes, return date: 2023-05-12 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: serial or lot#: (B)(6) d9:yes, return date: 2023-05-12 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries were removed from service.